Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a pre-implant interrogation this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The field representative did note that he heard some beeping tones but wasn't sure if it was from a device. The ICD was not used and sent back for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and testing was performed. The device did not pass testing for charge times and battery voltage. The pulse generator's case was removed and internal visual inspection noted no irregularities. The cause of the memory inconsistency and battery depletion was not able to be determined through laboratory testing.